Event description:
A customer from australia reported that during a case, the light setting on the monitor showed 20% and did not move, although the doctor changed the light setting with the handpieces. It was confirmed that the light intensity coming from the microscope itself changed up and down though while the monitor still displayed 20%. Issue occurred during neurovascular procedure. Initiated troubleshooting actions to solve the problem led to a delay of 10 minutes. Measures were without success; the doctor decided to complete the procedure using the affected device. Patient was not negatively impacted by the delay. There was no injury or negative impact to a patient, user or a 3rd party.

Manufacturer narrative:
The issue has been traced back to a malfunction caused by the light modules. After adjustments of the light modulse (positioning) and the door that contains them, the instrument worked properly. Description of changes: field g3: updated "date received by manufacturer" field g6: updated to "follow-up, 30-day, # 1" field h2: selected "device evaluation" field h6: added "type of investigation" code "10", updated investigation findings "120", updated "investigation conclusions" code "4307". Field h10: additional manufacturer narrative and description of changes.